Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low blood glucose levels. The customer's blood glucose level at the time of incident was 48mg/dl. The customer's most current level was 134mg/dl. The customer treated with food. Troubleshoot was conducted. The customer was sent replacement infusion sets. The customer was advised to monitor the device.